Event description:
Claimant alleges she was operating her scooter when it suddenly shut off without warning and caused her to be thrown from her chair.

Manufacturer narrative:
The device is unavailable at this time. A follow-up report will be issued should the device become available for evaluation.

Event description:
Claimant alleges she was operating her scooter when it suddenly shut off without warning and caused her to be thrown from her chair.

Manufacturer narrative:
The product was not at fault for the alleged injury. Plaintiff has been asked to send back unit to perform an device evaluation but has not complied. Should the device be returned, an evaluation of the device will be conducted and a follow-up report will then be submitted. Device not made available.